Event description:
Ems personnel were attending to a hirsute, asystolic pt down approximately 10-12 minutes. Reportedly CPR was in progress at ems arrival. External pacing was started and electrical capture obtained however allegedly the device stopped pacing and dropped to 0 ma twice during the event. The operator did not report attempting to discern a reason for the cessation of pacing. The resuscitation attempt was subsequently terminated due to a do not resuscitate order from the physician. The reporter stated the alleged failure did not adversely affect pt outcome.